Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the j702 connector in the belt distribution node (dn) was broken on the pca board. Additionally, the trunk cable was pulled from the strain relief and the blue (can l) and yellow (pgnd) wires in the trunk cable were broken. The root cause for the electrode belt damage could not be positively identified but was likely physical abuse. No adverse event resulted from damaged electrode belt cable and j702 connector. The pt received a replacement electrode belt.